Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed low glucose values while concurrent fingerstick tests showed markedly elevated blood glucose, and repeated calibrations temporarily moved the ilet reading toward the fingerstick value; the user later replaced the dexcom g7 sensor and was provided dexcom contact information. Symptoms included hyperglycemia. Outcomes included user-performed calibration and sensor replacement, with continued monitoring. Investigation included remote troubleshooting, calibration guidance, and verification that the infusion set and site showed no leakage. Investigation of this case revealed inconsistent continuous glucose sensor readings relative to fingerstick results, with no evidence of infusion site failure, and the issue was addressed by sensor replacement and continued calibration. It was concluded, based on previously established findings for similar reports, that the cause was unclear.